Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with the complaint handler on 9/27/2022, the customer stated that she got a prescription burn cream and ibuprofen for pain. In additional follow up with the customer she stated that she received a first degree burn and is healing. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2022, the customer alleged to medela llc that she fell asleep while using her pump in style breast pump and the cord that connects to the pump came loose and burned her one breast and leg. Additionally she alleged that she is going to the emergency room.